Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). Information was reported that about two years ago the patient had to shut off their implant because they were getting headaches and pain in their neck. When laying down in a certain position and when laying their head back, the patient was feeling jolting, headaches, and shocking. The patient was told by their doctor to turn off their implant. No further complications were reported. No additional patient symptoms were reported.